Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found there was a perforated vacuum hose and contaminated acrylic blocks. He removed the perforation in the vacuum line and decontaminated the acrylic blocks. He performed ise checks, calibration, and qc which passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable ise indirect sodium gen 2 result from the cobas 6000 c 501 analyzer. The initial result was 177 mmol/l and the repeat result on another analyzer was 130 mmol/l. The questionable result was not reported outside of the laboratory.